Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly g4,g7,h1,h2,h3 and h6. As reported, the balloon of a 6f-7f mynx control vascular closure device (vcd) was unable to fully inflate due to the leakage in the vessel. There was no reported patient injury. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed, the procedural sheath was not returned. Per functional analysis, leak testing was performed on the balloon of the returned device. However, the balloon could not be inflated due to the catheter¿s lumen being clogged by dried contrast. Multiple attempts to inflate the balloon with water were exhausted. Microscopic analysis was not performed as the balloon could not be inflated for examination. A product history record (phr) review of lot f2016001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed due to the condition in which the unit was received for analysis. The exact case of the reported event could not be conclusively determined. Based on the information provided, the condition of the returned device and the investigation performed, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot# f2016001 presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
As reported, the balloon of a 6f-7f mynx control vascular closure device (vcd) was unable to fully inflate due to the leakage in the vessel. There was no reported patient injury. The device will be returned for evaluation.